Event description:
It was reported that the universal small a.o. Quick connect drill attachment loses power while drilling. It was reported that surgery time was extended by 16 to 30 minutes. There was no report of injury associated with the event. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.